Manufacturer narrative:
Reported event was confirmed with medical records provided. Review of the available records identified the following: revision op notes identified revision of head, liner, and stem due to instability. Hematoma encountered consistent with previous surgery and dislocations. Surgeon decided to remove the stem for unknown reasons and was easily removed. Pseudocapsule was noted and removed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. UDI# (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left total hip arthroplasty. Patient suffered 2 dislocations and underwent a revision approximately 3 weeks later. The liner, head, and stem were removed and replaced. A pseudocapsule was noted and removed. Hematoma noted. Attempts have been made and additional information on the reported event is unavailable at this time.